Event description:
A patient underwent aortic valve replacement with concomitant posterior wall encircling ablation using an osh clamp. During placement of clamp, the surgeon encountered resistance and elected to abort concomitant ablation. After the clamp was removed, bleeding was observed but the source of bleeding was not able to be identified. Since the patient remained hemodynamically stable, the surgeon elected to pack the chest and observe overnight. The patient was returned to or the following day and bleeding had resolved. The chest was closed without further reported complication. There was no reported device malfunction and the adverse event was the result of a procedural complication. While there is no direct evidence that the atricure device caused the bleeding, contribution from the device cannot be ruled out. Therefore, this event is being reported per part 803.

Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.